Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. The sheath was readvanced over the filter and uneventful retrieval followed. Another filter was successfully placed without pt complications. A delivery system in the released position and a sheath with the filter located in the sheath, nine cm proximal to the distal tip, were received, evaluated and retained by this MFR. The engineering evaluation of the delivery system indicated the sheath was kinked 9.3 cm from the strain relief. The sheath was cut to remove the filter. No defects were noted with the filter. It was indicated continuous flushing of the carrier system was not performed prior to deployment which may have contributed to this event. Co's directions for use state: "the introducer catheter must be flushed through the opened flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure...insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release...confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."